Event description:
Unomedical reference number (B)(4). Event occurred in the united states the patient reported that the infusion set's tubing detached from the anchor (fork at the end of the tubing) portion of the tubing. Therefore, the patient's blood glucose level was 112 mg/dl at the time of this event. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.